Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that after approximately 14 hours of persistent high blood sugar levels that could not be reduced, they removed the pod despite the cannula appearing properly inserted. Upon removal of the pod from the buttocks, the site was found to be infected and began draining pus. On (B)(6) 2025, the primary care physician was contacted, and their diagnosis was cellulitis. The patient was prescribed an oral antibiotic, augmentin 875 mg po bid x 10 days.